Event description:
It was reported a bladder neck suspension procedure was performed february 1997. The patient returned six weeks post procedure with pain. A CT and MRI scan were performed and a diagnosis of osteomyelitis was made at that time. The pt underwent removal of one of the anchors. The second anchors had dislodged and could not be located. The pt was placed on antibiotics. The pt was then referred to another user facility. The culture results were negative for osteomyelitis. The pt remains continent. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated the patient presented with a fracture of the 5th lumbar spine and osteo arthritis of the lumbar spine. It was also indicated the pt was not a likely candidate for this procedure. The co believes the above factors may have contributed to this event and do not attribute it to the device.